Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was partially fired with the interlock engaged. The jaws were open and the distal sutures were intact. However, the buttress material was not intact. Staple pushers were visible at the 4cm cut line indicating the point where the handle compression had stopped. Functional testing of the reload found no abnormalities, all remaining staples were placed and the test media was cleanly transacted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transect ion, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a video assisted thoracoscopic lobectomy. The device was applied to normal lung tissue. The surgeon attempted to fire the device, but the handle made a loud noise and the trigger failed to complete the firing cycle. The instrument did not fire. The reload would not fire at all. There was no problem loading the device. The surgeon was able to press the green button and squeeze the handle. No patient injury or extension in surgical time. Patient status is alive, no injury.